Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly the customer was trying to load the insulin through the t:lock part of the cartridge. Tandem technical support informed the customer that the loading the cartridge with insulin through the t:lock was off label per the tandem user guide. Customer changed supplies and resumed insulin therapy. Customer's blood glucose (bg) level of 508 mg/dl. Customer administered a manual insulin injection to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.